Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Patient was implanted with a dynamic hip screw system (dhs) compression hip screw for a femoral neck repair on an unknown date. The patient was returned to the operating room on (B)(6) 2013 for removal of blade plate and screws due to non-union. All implants were removed intact. During the revision, the lag screw would not slide inside the dhs plate. A second lag screw was used to successfully complete the procedure. Reportedly there was a 20 minute delay in the procedure, this report is 1 of 3 for complaint (B)(4).